Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - failure (event) observed during analysis. Analysis found the pulse generator in backup operation with product code intact. The device was unable to download with the original battery, or a new battery, due to high current drain. Hybrid testin ng isolated the high current anomaly to the integrated circuit. Once the integrated circuit was replaced, the high current problem resolved.